Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "the patient or caregiver did not wear mask". The peritonitis was manifested by abdominal pain. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with injection amikacin (250mg, once daily, intraperitoneal, discontinued after 10 days), injection of ceftriaxone (500mg, once daily, intraperitoneal, discontinued after 10 days) and injection vancomycin (1gm, every 3 days, intraperitoneal, discontinued after 10 days) for peritonitis. The patient was discharged 17 days after hospital admission. Ten days after event onset, the patient was recovered from peritonitis. Pd therapy was discontinued. It was not reported if the patient/ caregiver was retrained on the proper aseptic technique. No additional information is available.